Event description:
It was reported that the device had a broken claw. No patient involvement was reported.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken claw was due to the claw. Replaced large claw, rear case, tube drive, wiper seal, iui bracket, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2014 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 8 times and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.